Manufacturer narrative:
(B)(4) date sent: 01/25/2022 d4: batch # u5fd8p h6: component code = mechanical (g04) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with the anvil not returned . The device was received with staples still in pockets although the green check mark illuminated upon insertion of the battery. During analysis, the shrouds were removed to inspect stop switch actuator, and all was normal. However, the green check mark cleared after shroud was removed without any need for reverse battery. The device fired normally. The cause of green check mark could not be determined. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = d9 device was received on 11/04/2021. This information was omitted on the previous report; mwr-21102021-0001064360.

Event description:
It was reported that during an unknown procedure, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch #: 222a39. Two photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.